Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, type of investigation). Updated results of investigation: it was reported that, after a left total knee arthroplasty had been performed on an unknown date, the patient experienced tibial loosening. A revision surgery was performed to address this adverse event. Replacement with type tc-vks. The device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. Due to limited information, it is not possible to conduct a review of historical complaints. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The anticipated risk level is still adequate. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.24, ed. 03/21) states "loosening of implant not related to bone-ingrowth" as a ¿potential adverse device effect¿ in combination with the implantation of a knee prosthesis. Based on the limited information provided, the tibial component loosening is likely multifactorial. The reported marked obesity cannot be ruled out as a potential contributing factor to the reported event and w/out radiological imaging, the clinical root cause of the tibial component loosening cannot be further assessed. Although the ¿bony defects with recessed old prosthesis¿ reportedly warranted a revision w/modular prosthesis w/wedges and likely contributed to the event, it is unclear if the ¿bony defects¿ refer to heterotopic ossification exostosis or possibly osteolysis. Additionally, along w/tibial loosening & based on ¿¿approx. 5mm in the dovetail mechanism pushed out¿ w/¿corresponding defect on the underside of the inlay¿, the insert may have disassociated; however, this cannot be confirmed based on the translated revision note provided. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that, after a left total knee arthroplasty had been performed on an unknown date, the patient experienced tibial loosening. A revision surgery was performed to address this adverse event. Replacement with type tc-vks. The device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. Due to limited information, it is not possible to conduct a review of historical complaints. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.24, ed. 03/21) states "loosening of implant not related to bone-ingrowth" as a ¿potential adverse device effect¿ in combination with the implantation of a knee prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a left tka had been performed on an unknown date, the patient experienced tibial loosening. A revision surgery was performed on (B)(6) 2015 to address this adverse event. Replacement with type tc-vks.